Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "comparison of short stem versus conventional stem for hip arthroplasty in patients younger than 60 years: 7¿14 years follow up" written by arnaldo sousa, joão vale, sara diniz, pedro neves, joaquim ramos, and rafaela coelho published by european journal of orthopaedic surgery and traumatology on may 21, 2020, was reviewed. The purpose of this study was to compare functional, radiological and survival results of tha with an ultrashort anatomic metaphyseal-fitting cementless stem (proxima®, depuy johnson & johnson) versus conventional proximal porous-coated cementless stem (taperloc®, zimmer biomet). 175 hips were involved in the study. 101 being implanted with a proxima stem, pinnacle cup (3 acetabular screws if needed), metal head, and polyethylene line. Adverse event involving depuy ¿ synthes products: one patient sustained an intra-operative calcar fracture that was managed with 2 cerclage cables. One patient underwent a 2-stage revision surgery due to chronic infection 6 years after the index surgery. 35 stems were noted to be in varus/valgus ¿ no interventions noted. 3 stems were noted have subsided ¿ no interventions noted. 47 patients were noted to have stress shielding.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.